Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that the patient's infusion set's tubing detached at the connector site while the patient was at the school. The site location was the patient's abdomen, and the pump was located close to the set. The infusion set had been used for 1-2 days. The infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to their body. No further information available.